Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the helix would suddenly jump out after 10 turns. Helix issue was suspected. The lead was replaced with no problems. Patient was in good condition prior, during and following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece retracted. After cleaning and turning the connector pin, the helix extended and retracted. The helix extension length was measured within specification. Analysis of the lead found no anomalies. Tests performed indicated normal electrical characteristics